Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated that since the device was implanted at some point they felt like it was not stimulating the right spot. Patient stated that when it was implanted, the doctor implanted the ins in the wrong place. Patient stated that the doctor implanted the device on their upper back instead of their lower back and now they feel the stimulation on their upper back. Patient stated that they feel relief at some point and the ins was kind of working for them but they are feeling pain on their lower back and buttocks at the moment. Patient will call back once their ins is charged. Agent set expectation where patient services (pats) will try to assist with settings of their ins, but they may need to be redirected to their hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they said something to the doctor right after surgery but he walked out of the room and nothing has been done about it. Patient has not seen or spoke with hcp since. Patient not planning any other actions/interventions at this time.